Event description:
Catheter was placed easily but urine was unable to flow out of the catheter due to a faulty catheter lumen that was not open. Lidocaine jelly was used for the insertion. Tried flushing, but unable to do so. Catheter was removed and replaced with another one. Patient was not injured.